Event description:
It was reported that the patient was explanted due to an infection at the pocket site. The patient was experiencing a fever and pain at the pocket site. The physician thinks the infection was related to when the staples were removed from the incision site. The physician prescribed the patient oral anti-biotics. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model#:sc-2218-70, serial#:(B)(4), model description:linear st lead with preloaded enhanced stylet 70cm it is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted if there is any further relevant information from that review, a supplemental med watch will be filed.